Manufacturer narrative:
On 1/14/2021, the product investigation was completed. It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, when the dilator was attempted to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve was broken. This was before the catheter was put into the body and there were no patient consequences. The sheath was replaced, and the issue resolved. The hemostatic valve damage is MDR-reportable. Device evaluation details: according to pictures provided by customer, hemostatic valve appears dislodged in the hub. The physical complaint device was also inspected. The sheath was inspected, and visual analysis revealed that hemostatic valve is dislodged & broken inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the damage & dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device [00001089] number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, when the dilator was attempted to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve was broken. This was before the catheter was put into the body and there were no patient consequences. The sheath was replaced, and the issue resolved. The hemostatic valve damage is MDR-reportable.